Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tip causing misalignment of the grips. There was a 0.45 mm offset at the tips. Further inspection does not show cracking damage at the grips. The components adjacent to this bent grip does not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the jaws of the force bipolar instrument was out of position. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were dislodged. The jaws were not stuck on tissue when the issue occurred. The instrument had to be removed with the cannula. Prior to attempting to remove instrument, the instrument jaws were stuck in an open position.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.